Manufacturer narrative:
Per the senior clinical mgr., in the past with the older pressure cuffs that were provided they had a split in the line that could be untwisted into two pieces and one of the pieces would sometimes get disposed of. This would leave the cuff unable to twist back into the console. This cause cannot be verified for this complaint. The senior clinical manager stated that facilities are being trained to twist in the pressure cuff into the console instead of plug in. A replacement pressure cuff was sent to the customer. The customer was informed to keep any future alleged failure units for return so we can evaluate them. The unit will not be returned for eval because it was disposed of. An assignable cause cannot be verified without evaluating the alleged complaint unit. Insufficient info for a complete investigation. Per standard operating procedure (B)(4). Rev 2, every fitting needs to be verified when assembling the inflation cuffs. The tx operator's manual was updated (rev f) to describe twisting of the air tube, resting the cuff with saline on a flat surface, and to not discard the inflation cuff."

Event description:
Facility reported inflation cuff was defective. Plastic tubing did not fit into designated plug in on the side of the console.